Event description:
A report received from the USA stated an 840 ventilator experienced an erratic graphical user interface (gui) display. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), replaced backlight boards, and installed the current software revision ak. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).